Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to unresponsive button. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert on the second day of the battery replacement. The customer was calling back within 1 week of troubleshooting previous issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.